Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficult to advance/position, difficult to remove and material too soft/flexible appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional xience skypoint device referenced in this report is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a long lesion in the right coronary artery (rca) with heavy calcification and tortuousity. The diameter of the lesion was more than 3.5mm and pre-dilatation was performed with a 3.5 balloon at 16 atmospheres (atms). During the xience skypoint post-market evaluation (pme) survey, it was commented that the 2 xience skypoint stent delivery systems (sds), 4.0x18mm and 4.0x28mm, were "not satisfying" for the following evaluation criteria: ability to reach and cross the lesion, pushability from proximal to distal, trackability, deliverability, flexibility of the undeployed stent, ability to recapture the sds in the guiding catheter and overall performance. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.